Event description:
Boston scientific crm received information that while reviewing a journal article which mentioned the use of a boston scientific micro-catheter system, an additional case study of a (B)(6) man that experienced complications during a pacemaker implant procedure was referenced. It was noted that the physician inadvertently punctured the left auxiliary artery during pacemaker insertion. Postoperatively, the patient developed a hematoma and intravenous contrast-enhanced computed tomography confirmed a 6 cm auxiliary artery pseudoaneurysm. The patient was treated with a percutaneous direct thrombin injection. It is important to note that patient specific information, including the manufacturer of the pacemaker, is unknown. An attempt was made to obtain additional information from the author of the article, however she was unable to provide any further details.

Manufacturer narrative:
There is no further information available at this time. If additional information should become available to our company, this event would be updated.